Event description:
Same case as MFR report #: 2134265-2008-04867. Clinical trial. It was reported that 130 days following coronary artery drug eluting stenting treatment procedure, the patient developed stent thrombosis. While enrolled in the study, the patient underwent a reintervention using two taxus liberte drug eluting stents (4.0x16mm and 4.0x20mm) in a new, 60% stenosed lesion of the svg to d1 (saphenous vein graft to 1st diagonal). The patient also received another manufacturer's drug eluting stent in this same vessel during this procedure. The patient presented 130 days post implant with chest pain. Coronary angiography was performed and total occlusion of the svg to d1 noted at the proximal segment of the graft, just proximal to the taxus liberte stent placed during early 2007 reintervention. Stent thrombosis with 100% occlusion was confirmed by angiography. No treatment was performed, only a diagnostic angiogram. The patient was reported to be taking asa at the time of this event and had stopped taking plavix in four months later.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unk. The most probable root cause of this event is anticipated procedural complication.